Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced infusion flow blockage at site event on (B)(6) 2024. No further information available.